Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6) female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After over four hours of support, the pump was explanted and the team found the perclose failed to achieve the hemostasis of the impella site. The team also noted some ischemia to be occurring. The patient was sent to the or for cutdown and exploration of the site.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issues has been completed since the initial report was submitted. The product was not returned for investigation. Basded on the clinical information provided, the root cause of access site bleeding was determined to be use related as the perclose failed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.